Manufacturer narrative:
The hill-rom technical support found a potential nurse call cable problem. Per the hill-rom user manual, warning: a communication cable must be used for beds that have nurse call. Failure to do so could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the bed was not sending a nurse call. The bed was located at the account. There was no patient/user injury reported. (B)(4).